Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that a ¿scan again in 60 minutes¿ error message was received with the adc device on the 6th day of wear. The customer was unable to obtain glucose readings and experienced symptoms of shivering and a seizure. The customer had contact with a healthcare professional who diagnosed the customer with hypoglycemia however, no treatment was rendered as it was not necessary. No further information was provided. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported that a ¿scan again in 60 minutes¿ error message was received with the adc device on the 6th day of wear. The customer was unable to obtain glucose readings and experienced symptoms of shivering and a seizure. The customer had contact with a healthcare professional who diagnosed the customer with hypoglycemia however, no treatment was rendered as it was not necessary. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the returned sensor and no physical damage was observed with the sensor patch. The sensor plug was not properly seated. Extracted data from returned sensor using approved software. Sensor found to be in state 1 (storage state) and insertion failures were observed in the event log. Observed watermark at the base of the tail. The sensor was activated with known good reader. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report as the initial MDR report inadvertently was missing the extended investigation on the reported sensor. Sections h6 (adverse event problem), h-4 (device mfg date) and h10 - (addtl mfg narrative ) have been updated.

Event description:
A customer reported that a ¿scan again in 60 minutes¿ error message was received with the adc device on the 6th day of wear. The customer was unable to obtain glucose readings and experienced symptoms of shivering and a seizure. The customer had contact with a healthcare professional who diagnosed the customer with hypoglycemia however, no treatment was rendered as it was not necessary. No further information was provided. There was no report of death or permanent injury associated with this event.